Event description:
Olympus (osmc) was informed via repair request that the customer high-definition liquid crystal display monitor has ¿no image¿. The reported problem was found during an unspecified event. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair inspection could not confirm/reproduce the customer reported problem. The inspection noted the screen coating is peeling. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Manufacturer narrative:
Correction to g2 and h6 investigation type (the subject device was tested). Updated fields: h6 and h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported event. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established; the malfunction of no image was not reproduced. However, it is probable the phenomenon was attributed to faulty main board. Olympus will continue to monitor field performance for this device.

Event description:
The event was found during an unknown procedure. The procedure was completed using the same device. It was confirmed no adverse outcome to patient. The device was not inspected prior to use.

Manufacturer narrative:
This supplemental report was submitted to provide additional event details.